Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: one coil is missing and was not found during removal"), pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal excessive bleed") and pregnancy with contraceptive device ("pregnancy/pregnancy (no complications),") in a 33-year-old female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included gravida I and parity 1. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain/severe abdominal cramping") and complication of device removal ("complications from essure removal procedure: there was only one coil found"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),), surgery (laparoscopic right aspiration of ovarian cyst, a left partial salpingcctomy with removal of essure) and surgery (a novasure ablation). At the time of the report, the device dislocation and complication of device removal had not resolved and the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, back pain and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, back pain, complication of device removal, device dislocation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2015, she underwent a laparoscopic right aspiration of ovarian cyst, a left partial salpingectomy with removal of essure coil, right bipolar cautery of tube, and a novasure ablation. Complications from essure removal procedure: there was only one coil found diagnostic results: home pregnancy test: pregnancy confirmed. (B)(6) 2015, surgical pathology report : left fallopian tube, left salpingectomy: suture granuloma. Foreign material consistent with essure coil. Lot number 794854 reported in invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: one coil is missing and was not found during removal"), pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal excessive bleed") and pregnancy with contraceptive device ("pregnancy/pregnancy (no complications),") in a 33-year-old female patient (gravida 1, para 0) who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed essure device" on (B)(6) 2015 and device monitoring procedure not performed "essure confirmation test: no". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain/severe abdominal cramping"), complication of device removal ("complications from essure removal procedure: there was only one coil found"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),), surgery (laparoscopic right aspiration of ovarian cyst, a left partial salpingectomy with removal of essure) and surgery (a novasure ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and complication of device removal had not resolved and the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, back pain, abdominal pain lower, ovarian cyst, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, back pain, complication of device removal, device dislocation, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, she underwent a laparoscopic right aspiration of ovarian cyst, a left partial salpingectomy with removal of essure coil, right bipolar cautery of tube, and a novasure ablation. Complications from essure removal procedure: there was only one coil found discrepancy noted in delivery date which is (B)(6) 2012 noted in pfs. Diagnostic results: home pregnancy test: pregnancy confirmed. (B)(6) 2015, surgical pathology report : left fallopian tube, left salpingectomy: suture granuloma. Foreign material consistent with essure coil. Lot number 794854 reported in invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: pfs received: events "ovarian cyst, failed essure device, abnormal bleeding (vaginal, menorrhagia)" were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: one coil is missing and was not found during removal"), pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal excessive bleed") and pregnancy with contraceptive device ("pregnancy/pregnancy (no complications),") in a 33-year-old female patient who had essure (batch no. 794854, 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included gravida I and parity 1. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain/severe abdominal cramping") and complication of device removal ("complications from essure removal procedure: there was only one coil found"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),), surgery (laparoscopic right aspiration of ovarian cyst, a left partial salpingcctomy with removal of essure) and surgery (a novasure ablation). At the time of the report, the device dislocation and complication of device removal had not resolved and the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, back pain and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, back pain, complication of device removal, device dislocation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2015, she underwent a laparoscopic right aspiration of ovarian cyst, a left partial salpingectomy with removal of essure coil, right bipolar cautery of tube, and a novasure ablation. Complications from essure removal procedure: there was only one coil found diagnostic results: home pregnancy test: pregnancy confirmed. (B)(6) 2015, surgical pathology report : left fallopian tube, left salpingectomy: suture granuloma. Foreign material consistent with essure coil. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as essure confirmation test: no, complications from essure removal procedure: there was only one coil found, migration of essure device: one coil is missing and was not found during removal. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal excessive bleed") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain/severe abdominal cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopic right aspiration of ovarian cyst, a left partial salpingectomy with removal of essure) and surgery (a novasure ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, back pain and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, back pain, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2015, she underwent a laparoscopic right aspiration of ovarian cyst, a left partial salpingectomy with removal of essure coil, right bipolar cautery of tube, and a novasure ablation. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.